Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. From (B)(6) 2024, it was reported that the patient faced bent cannulas which led to high blood glucose level of 557 mg/dl. Due to high blood glucose level, patient was transitioned from emergency room (ER) to hospital on (B)(6) 2024 and was then released from hospital on (B)(6) 2024. Further admitted to the intensive care unit (ICU). The site location of the infusion set was at abdomen and backside. The patient received intravenous (IV) drip with insulin as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.